Event description:
A customer from the united states reported to biomérieux a misidentification for an anaerobe cap survey sample from an abscess. The organism was identified as clostridium clostridioforme with the vitek® 2 anc test kit (UDI(B)(4)). The expected result was clostridium septicum. The customer reported the organism was gram negative. The customer stated the vitek® 2 test was repeated twice and the result was clostridium perfringens. There was no patient involvement as this was a survey sample. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united states reported to biomérieux a misidentification of a clostridium septicum cap survey sample as clostridium clostridioforme in association with the vitek® 2 anc test kit. An investigation was performed. The biomérieux internal lyophilized cap sample d-04 was reconstituted and subbed onto anaerobic cdc agar, which was incubated under anaerobic conditions for 24 hours, and tested on three different vitek® 2 anc lots. Vitek® ms testing was also performed. All three card lots tested obtained an excellent ID (99%) of c. Septicum. The vitek® ms also identified the organism as c. Septicum, with a 99.9% confidence value. When customer lab reports with the incorrect ids of c. Clostridioforme were examined, it was noted that a "gram negative" result was entered for offline testing instead of "gram positive". This resulted in c. Clostridioforme being identified instead of c. Septicum. In some of these cases, there was also one atypical negative result (bdfuc) when compared to expected reaction results for c. Septicum. In conclusion the vitek® 2 anc test kit. Performed as expected and no further action is necessary.